Manufacturer narrative:
(B)(4). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The user facility's biomedical engineer reported that approximately 6 months ago half the display of the 2008t hemodialysis (hd) machine was not visible. Although the exact event date is not known, the biomed stated that it occurred about 6 months ago. There was no patient connected to the machine at the time of the incident. Additionally, the biomed noted that a burning smell emanated from the unit at the time the issue was observed. No flames, sparks, or smoke were visible. Furthermore, the biomed provided a photograph of the circuit board which showed evidence of excessive heat damage to a small section of the transformer. Following the replacement of the display monitor by the biomed, the unit was restored to full functionality. The unit has been returned to service at the user facility with no further issues being reported. The complaint device is not available for evaluation by the manufacturer.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Only the lcd display inverter board was returned. Therefore, an investigation could not be performed and the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was not able to be conducted by the manufacturer as the 2008t hemodialysis (hd) machine in question was not known, as the serial number was not provided. However, all device history records (DHR) are reviewed and released according to the "DHR review checklist & release procedure." P/n 500658; a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.